Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37651, serial# (B)(4), product type: recharger. Product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3387s-40, lot# v101646, implanted: (B)(6) 2008, product type: lead. Product ID 3387s-40, lot# v101646, implanted: (B)(6) 2008, product type: lead. Product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
Additional information received reported the impedance issue had occurred years after surgery. Impedances had resolved after the ex tension wire was surgically replaced the impedance had gone to normal. The cause was determined to be the extension and was device related. There were no lead fractures. There was not a 50% or greater symptom reduction, there was a 30-40% symptom reduction. The patient had not recovered, symptoms/issue was ongoing.

Event description:
It was reported that couple of days prior to the report, the patient experienced shocking sensation on the back of their head and also had been experiencing muscle spasm on the right side since experiencing the shocking. It was stated that the patient had trouble writing and had spasms when they walked. Return of the patient symptoms was worse when they walked. The reporter noted that the patient was programmed with case and 4 on the right side and the therapy impedance on the right was 3774 ohms with 0.940ma. The day prior to the report, the therapy impedance was measured at 2.190ma and 0.996 with c/4: 3629 ohms, 4/5: 4087 ohms, 4/6: 4548 ohms and 4/7 4637 ohms. It was noted that in may of 2014 the therapy impedance was 1260 ohms and 2.02 ma. There had been no falls or trauma. It was reported x-rays of the patient head, chest and abdomen had been done with no obvious break seen. The x-rays were not detailed enough to see the coils. The patient left impedance and therapy impedance were all normal. The manufacturer representative stated that impedances were tested towards the end of the patient¿s appointment and the impedances values were even higher on contact 4 and the therapy impedance read high. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37651, serial# (B)(4), product type: recharger; product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3387s-40, lot# v101646, implanted: (B)(6) 2008, product type: lead; product ID 3387s-40, lot# v101646, implanted: (B)(6) 2008, product type: lead. (B)(4).